Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation & capsular contracture, baker grade ii.

Event description:
Patient called to report left-side deflation and capsular contracture baker grade ii. Device has been explanted and replaced.

Event description:
Patient called to report left-side deflation and capsular contracture baker grade ii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.